Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy since infection wash out procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-06282]. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident cannot be conclusively determined.